Event description:
The customer reported being hospitalized due to low blood glucose of 34mg/dl. Troubleshooting was performed. The caller mentioned that the bottom part of the insulin pump casing is loose and not connected and the label was falling off. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.